Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the ac output on the standalone board was not operating. To resolve the reported issue, the standalone board and x-ray relay were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board and relay have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system shut down without prompt from the user. The representative powered the imaging system on again and the imaging system would not complete start up. It was reported that the system was unresponsive in the scrolling status bar for the generator. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect standalone board and relay was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Failed bench test, outputs have no voltage present, tp 7 0 vdc and tp 24 0 vac, no leds or fans on with ac power applied. Measured 380 vdc into the board. The relay passed bench test. The two fuses returned passed. The varistor tested open. The hardware investigation found that reported event was related to an electrical failure mode with the defective pcba.